Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips healthcare that the heartstart xl had no power. There was no reported patient involvements and/or patient impact.